Manufacturer narrative:
Per additional information received, bd has determined that this event is not a reportable event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was not heating on the arctic sun device. There was alert 116 and alert 051. The patient prognosis was poor. Target was 37c and patient was 36.2c for several hours. Water temperature was 36.2c. Nurse stated water temperature increase to 40c. High water limit was set at 40c in normothermia mode. Flow was 2.4 l/m. Small pads were in place. Nurse stated there was no room for a universal pad. Foley was in place with good urine output. Second temp was taken and was correlating. Trend was in the middle. The nurse wanted to place the patient back in hypothermia mode with warm rate set at .5c/hr. Ms&s walked her through steps to reset. The high water limit was set to 42c. Per followup received via nurse on 21oct2020, stated that the patient completed the therapy and there were no other issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was not heating on the arctic sun device. There was alert 116 and alert 051. The patient prognosis was poor. Target was 37c and patient was 36.2c for several hours. Water temperature was 36.2c. Nurse stated water temperature increase to 40c. High water limit was set at 40c in normothermia mode. Flow was 2.4 l/m. Small pads were in place. Nurse stated there was no room for a universal pad. Foley was in place with good urine output. Second temp was taken, and was correlating. Trend was in the middle. The nurse wanted to place the patient back in hypothermia mode with warm rate set at .5c/hr. Ms&s walked her through steps to reset. The high water limit was set to 42c.